Event description:
A report was received that the pt is experiencing difficulty communicating with his implant using the remote control. A bsn representative confirmed that there is something wrong with the ipg's antennae.